Event description:
From the initial insertion of the probe, the oxygen readings were always approximately 9mmhg (previous one was 6mmhg.) Customer confirmed placement of the probe as not being in dead tissue. Performed an oxygen challenge test, and still no change in the oxygen readings. The entire blot system was removed which also included a 110-4l, and replaced with another kit in the same burr hole in the patient's head. Second kit worked as expected. System continues to work properly. No injury to the patient reported. Only a delay in receiving accurate oxygen readings. 07/2004 additional information was received via the sales representative the licox unit functioned as desired but the patient developed ventriculitis.